Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed. The alarm history revealed several error alarms. The customer's sister stated that she believes the batteries were removed from the device for a period of time. Perform a prime test and the insulin pump was fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.